Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that he was undertaking revision surgery of an exeter stem which had originally been implanted in 2007. The surgeon planned to replace a 44/1 size stem with another of the same size in the existing cement mantle. After explantation of the original exeter, the surgeon trialed with a 44/1 and this fitted into the cement mantle seating correctly. A new 44/1 exeter was opened for implantation and when inserted into the cement mantle this sat proud. On visual inspection the surgeon remarked that the new stem appears to be a different shape/fatter distally compared to the explanted device. The surgeon has asked to know if any changed have been made to the design of the stem. The case was completed by using a 44/0 stem which fitted in the existing cement mantle.

Manufacturer narrative:
An event regarding size/fit involving an exeter stem was reported. The event was not confirmed. Conclusion: an investigation performed by the suppler concluded both stems are dimensionally complaint to the drawing (B)(4) version d that was valid at the time of manufacturing. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that he was undertaking revision surgery of an exeter stem which had originally been implanted in 2007. The surgeon planned to replace a 44/1 size stem with another of the same size in the existing cement mantle. After explantation of the original exeter, the surgeon trailed with a 44/1 and this fitted into the cement mantle seating correctly. A new 44/1 exeter was opened for implantation and when inserted into the cement mantle this sat proud. On visual inspection the surgeon remarked that the new stem appears to be a different shape/fatter distally compared to the explanted device. The surgeon has asked to know if any changed have been made to the design of the stem. The case was completed by using a 44/0 stem which fitted in the existing cement mantle.